Event description:
The customer reported that while running an hcv 3.0 assay, summit sampe handler failed to dispense sample and diluent into positions a2 and a7. No error message was generated. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.